Event description:
"MFR report key (B)(6). According to the report identified above "the pt was undergoing a laparoscopic supracervical hysterectomy and the unipolar loop broke as it was being used to cut tissue. The loop hit the pt's bowel causing a .50cm superficial injury to the bowel. A general surgeon was called in to assist with the inspection of the bowel, and the bowel was overseen with 3 sutures. The pt was kept in the hosp for 2 add'l days to confirm there were no other complications. She was discharged home and has continued to do well.

Manufacturer narrative:
Atc technologies recently became aware of this report while doing an internet search for an unrelated matter. The product code reported was incorrect and this report serves to fix that.